Event description:
According to the facility reporter, the pt was admitted to the emergency room with complaint of chest pain. The pt was placed on a monitor using the ECG, spo2 and nibp functions (manual mode only). An infusion device alarmed at approximately 22:35. Upon entering the pt's room, the staff reported that the ECG lines were disconnected from the monitor and the monitor was not alarming. The staff reconnected the ECG lines to the monitor and the monitor alarmed asystole. The initial reporter was unaware of how the ECG cables became disconnected. The pt was found to have expired.